Event description:
It was reported that the patient experienced recurring incontinence with his artificial urinary sphincter (aus). Examination revealed that the cuff was not closing because there was a leak in the pressure regulating balloon. A replacement surgery was performed and all components were removed and replaced. A hole was observed in the tubing upon explant. The patient is expected to fully recover.

Manufacturer narrative:
The implant date, lot number, manufacture date, and expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.